Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an unspecified hip implant (ae-qas-h546-34). According to the complaint description, the insert dislocated postoperatively and "metallosis" of the hip was noted. A revision was required. Further details have been requested. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Based upon the new leading material, the complaint was reassessed. This product is not sold in the us nor is there a similar device, and therefore this complaint is no longer reportable to the FDA.

Event description:
Update: material number was updated to nv052t - plasmafit poly cup size 52mm h. Involved components: ae-qas-h548-03 /unknown cup - (B)(4).